Event description:
It was reported that an ilet issued alert 38 for consecutive stalled motor, persisted after restart, prevented a dry run and rewind, and required replacement; the patient¿s glucose ran high for approximately a day with a peak over 400 mg/dl and was 224 mg/dl at time of contact, and education was provided to contact their clinician for backup therapy and to discuss meal announcing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.